Manufacturer narrative:
This report is for an unknown cannulated screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: jacob, a.l. Et al (1997), posterior pelvic ring fractures: closed reduction and percutaneous CT-guided sacroiliac screw fixation, cardiovascular and interventional radiology, vol. 20, pages 285-294 (switzerland). The aim of this study is to assess the midterm results of closed reduction and percutaneous fixation (crpf) with computed tomography (CT)-guided sacroiliac screw fixation in longitudinal posterior pelvic ring fractures and to document radiographic and CT follow-up patterns. Between april 1993 to may 1995, a total of 13 patients (4 females and 9 male) with a mean age of 41 years (range 18-66 years) were included in the study. Surgery was performed using two asif 7-mm cannulated screws with washer. Mean follow-up was 13 months. The following complications were reported as follows: 1 patient had a fracture gap that could not be close. There were 3 fractures with a substantial residual gap of 10-mm width and 4 fractures with dorsoventral dislocation >0 mm. In 2 patients the dislocation remained unchanged from trauma to last follow-up. 9 fractures had a measurable cephalad displacement. In two the dislocation increased from trauma to last follow-up, in three there was no difference, and in four the dislocation diminished. In two cases the residual cephalad displacement was greater than 15 mm, namely, 17 and 21 mm, respectively. 2 patients had delayed union. One of these is a (B)(6) year-old male patient who had early axial dislocation of the s2 screw necessitated refixing. He also suffered from paracentral pulmonary embolism which was successfully treated by heparinization. CT showed that a marked resorption of fragment margins with some bony bridges crossing the fracture gap corresponding to delayed union. The patient was unable to work, complained of severe pain, and needed two walking sticks at last clinical follow-up. 10 patients reported no, only slight, or exercise-dependent pain. 3 patients still complained of severe pain, one of whom had a primary unsatisfactory reduction, one a good radiological result and one a screw loosening. 1 patient had a slight residual power deficit. 9 patients had neurological symptoms. 1 of them did a traumatic l5 lesion temporarily deteriorate after surgery. 1 patient had a superficial wound infection which healed without sequelae. 1 patient suffered a central pulmonary embolism and was treated with anticoagulants, he eventually recovered; 1 patient had pneumonia; 2 patients had necrotizing cholecystitis. A (B)(6) year-old male patient had a breakdown of the reconstruction plate 6 months after initial trauma; osseous union did not occur; fracture gap is still visible with marginal sclerosis; loosening of screws; complained of continuing pain and was unable to return to work. In 2 of 3 fractures fixed with only one screw, implant-related problems occurred. There was one further screw loosening during primary hospitalization; it was refixed through a stab incision. In one case the screw was broken at last follow-up and the fracture had started to heal. A morbidly obese and osteoporotic female patient had one screw deemed too short; the fracture gap could not be closed; the screw eventually dislocated axially. This report is for an unknown synthes cannulated screws. This is report 1 of 3 for complaint (B)(4). It captures the adverse events of fracture gap, dorsoventral dislocation, cephalad displacement, delayed union, slight or exercise-dependent pain, severe pain, slight residual power deficit, neurological symptoms, superficial wound infection. Additional devices are captured under related complaint (B)(4).